Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump received no delivery alarms followed by a motor error. The alarms occurred during bolus attempts. The patient's blood glucose at the time of incident is unknown. During troubleshooting the caller mentioned that the drive support cap was sticking out. The end cap sticker had also fallen off. The insulin pump was not returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and motor tests. No motor error alarms or unexpected no delivery alarms were noted. The drive support disk was inspected and no anomalies were noted. The pump was received with a missing end cap sticker and minor scratches on the lcd window.